Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and requested another bolus to complete the amount originally requested. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.